Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon dimensional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that on the delivery system, the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the tip was clogged with thick blood like residue. Fluoroscopic analysis of the device was conducted and no opaque obstructions were noted upon inspection of the sheath shaft, hub, and carrier tube assembly including the spool. The presence of the thick blood like residue obstructed the view of the anchor component though a faint silhouette per the shape of the anchor was visible. Functional testing was performed, and the deployment sleeve was attempted to be manually moved into the forward lock position. Extreme resistance was experienced during this action, most likely due to the coagulated substances noted previously. Upon forcing the carrier tube into the forward lock position, the anchor was able to exit the sheath tip with difficulty. It was noted that the anchor was unable to be released completely. The carrier tube was repositioned and inserted again, this time the anchor was able to exit as intended. The device was pulled to the rear lock position and the anchor posted against the sheath. The digital force was then applied to the anchor which led to the release of suture and collagen along with the tamper tube. All critical components of the device were measured and were found to be within the manufacturing specifications. The hemostasis sheath outer diameter was measured and was within the specifications for the distal end. Near the tip on the area where collagen had expanded, the sheath underwent slight plastic deformation. The monofold was examined and found to be deformed due to the anchor being wedged off axis for an extended amount of time - post usage and during transit. Despite the deformation, the width of the monofold was within the manufacturing specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the event was caused by off-axis attempt at delivery, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device anchor was pushed out of the sheath; however, the device was not deployed and it came back into the sheath. The angio-seal device was not used. Manual compression was applied to successfully achieve hemostasis. Blood loss was less than 250 cc. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product.